Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient will undergo a lead revision procedure.